Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase of the shock impedance, to the point of being high out of range. The device data was sent to technical services (ts) for further analysis. Ts discussed the gradual increase might be a result of the coil/tissue changes, however, this should be confirmed by lead testing in clinic. The other lead trends appear to be within normal limits and the events are clear from any noise. Further recommendations were provided for the lead integrity evaluation. The ICD system remains in service. No adverse patient effects.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that there was no conclusive evidence that the observed out-of-range impedance measurements were due to a malfunction or an inadequate lead-to-device connection. However, intermittent, out-of-range shock lead impedance measurements with no conclusive evidence of a malfunction or an inadequate lead-to-device connection are likely the result of the low-energy test signal utilized for daily automatic or in-clinic commanded shock lead impedance testing. A software update was released in 2015 to further improve consistency of the impedance test results and provide the clinician with additional diagnostic tools, including programmable shock lead impedance alert limits.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited a gradual increase of the shock impedance, to the point of being high out of range. The device data was sent to technical services (ts) for further analysis. Ts discussed the gradual increase might be a result of the coil/tissue changes, however, this should be confirmed by lead testing in clinic. The other lead trends appear to be within normal limits and the events are clear from any noise. Further recommendations were provided for the lead integrity evaluation. The ICD system remains in service. No adverse patient effects.